Manufacturer narrative:
(B)(4). Additional information: malfunction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name and date of the initial procedure? What is the product code and lot number of the device involved in the event? Can you clarify the exact number of sutures that frayed and broke during one procedure? Did the suture split during dispensing or during suturing? When did the suture break (dispensing, tissue passage, knotting)? What was used to complete the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. During the procedure the suture frayed and broke. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kcj569, batch gcp131. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
The actual sample was returned for evaluation. The needle was visually examined and no defects were found. The hole of the needle had a small suture piece still attached. Additionally, there are marks on the edge of the needle by use of the needle holder. The suture was visually inspected and it was observed that one section of the body of the suture was damaged (frizzing) and the ends of the suture was cut likely by use of the needle holder. Information for use cautions: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The suture was functionally tested for tensile strength and the sample met the finished goods requirements. According to the sample conditions it suggests an improper handling of the sample.